Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the rapid depletion was due to the type of programming. After changing the program the issue was resolved. No symptoms or further complications reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often and they charged daily. The patient was programmed on hd settings and the ins would be depleted by the afternoon. The patient was reporting that recharging was taking up to 3 hours. There was one session that lasted 3 hours with good coupling but no sessions with excellent coupling were observed since february. The representative reduced the pulse width from 200 to 90 to help with the recharge interval. The patient hadn't been using their ins due to the recharge burden. No symptoms or further complications reported.